Event description:
On (B)(6) 2013, the lay user/patient¿s wife contacted lifescan (lfs) alleging that the patient¿s one touch ultrasmart meter was having an ¿unusual issue¿. She alleged that the ¿meter gave a result of 15 mg/dl¿. According to the owner¿s manual, a low blood glucose reading lower than 20 mg/dl should provide the message ¿low glucose¿. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The alleged issue began ¿in the last few weeks¿. The patient manages his diabetes with insulin (humolog, lantus, self adjuster). The reporter stated that her husband did not take any action in regards to his normal diabetes management as a result of the alleged issue. The reporter claimed, ¿a few weeks¿ after the alleged issue occurred, her husband developed symptoms of ¿vomited water, shortness of breath, dka¿. On (B)(6) 2013, at 8:40 a. M., the patient went to the hospital and was given ¿IV fluids¿ by a health care professional (hcp). The reporter stated that ¿blood work¿ was done at the hospital; however, the results obtained were not provided. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.